Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The part and lot numbers of the neck are unknown due to the condition they were returned; therefore the device history records, and complaint history could not be reviewed. Product complaint evaluation was performed and complaint was unable to be confirmed due to condition the item was returned to us. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: modular femoral stem, pn 00771301200 ln 62145459; unknown liner; unknown shell; unknown head.

Event description:
It was reported that a patient's hip arthroplasty was revised 4 years post-implantation due to fracture of the femoral neck. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Review of the device history records for the neck did not identify any deviations or anomalies related to the reported event. The devices were used in an approved and compatible combination. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.